Manufacturer narrative:
The device was not returned for analysis. The reported event could not be confirmed. A labeling review confirmed that hematoma and infection are included in the device labeling. Based on the available information, an evaluation conclusion code of known inherent risk of device was assigned to this event.

Event description:
It was reported that the patients spouse contacted boston scientific to report that three weeks post water vapor therapy procedure, the patient developed severe urinary tract infection (uti), blood clots, and blockage. There was no performance allegation against the delivery device, and the procedure was successfully completed. The patient was reported to be admitted at the center for advance urology after uti diagnosis and treated with antibiotics. The patient was scheduled to be released from the facility and expected to fully recover. The patient is going back to his urologist to consult removal of the non-bsc stent placed in the urethra after water vapor therapy due to unknown issues.